Event description:
Revision surgery due to the exposure of the implant was scheduled for (B)(6) 2022. Awaiting further details.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Based on the received information from the field, the device extruded through the skin flap. During revision surgery one screw was found to be loose and the transducer was floating a little. It is likely that the screw was not properly tightened during implantation and therefore over time became loose causing the device extrusion one year after implantation. The screw was retightened at revision surgery and the device remains implanted and in use. This is a final report.

Event description:
Revision surgery due to the exposure of the implant was scheduled for (B)(6) 2022 . The device remains implanted and in use.